Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose (bg) level ranged from 167 mg/dl to over 400 mg/dl with trace ketones. Cause for elevated bg was unknown, however correction factor may have been a possibility, but was unable to be confirmed. Recommendation was made to discuss diabetes management with a health care professional.